Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user appeared to have access in the esaf system but was not found when attempting to login to station. A technical support specialist (tss) verified the user account and determined that a required access group was missing for pyxis access. Tss guided the customer to reach hospital information technology (it) team to add the appropriate group to restore access. Later, tss followed up with the customer multiple times to clarify issue resolved or not but did not receive any response. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, employee access to pyxis but tried to get into pyxis it shows not found. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.